Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube sst plh 13x75 3.5 plbl gold br experienced the stopper popping out of the tube. The following information was provided by the initial reporter: translated to english. The customer stated: "tubes open during centrifugation (when the open collect is performed."

Manufacturer narrative:
Investigation: bd had not received samples from the customer facility for evaluation. A photo was provided but it only indicates the complaint batch number. Retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for stopper pop-off was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the tube sst plh 13x75 3.5 plbl gold br experienced the stopper popping out of the tube. The following information was provided by the initial reporter: translated to english. The customer stated: "tubes open during centrifugation (when the open collect is performed."